Manufacturer narrative:
The returned product was inspected along the entire length both visual and tactilely. Damage was observed on the proximal end of the stent. Microscopic examination of the damage region of the stent found that 3 segments were damaged. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.

Event description:
It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, difficulty crossing the lesion and stent damage occurred. The lesion was located in the left anterior descending (lad) artery. The level of tortuosity is unknown. The lesion was 95% stenosed and not calcified. Significant resistance was encountered upon insertion. The taxus liberte 20 x 3.00mm stent delivery system was advanced to the lesion. The stent delivery system would not cross the lesion, and the stent was withdrawn. Damage was noticed at the proximal end. The procedure was completed with another unspecified stent. No patient injuries or complications were reported. The patient's condition is reported as "stable."